Event description:
It was reported that when a patient presented in the operating room for device change-out, high, out of range pacing lead impedance, high capture threshold, and externalized conductors were observed. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.